Event description:
It was reported that the patient underwent a laparoscopic anterior resection on (B)(6) 2013 and imv was transected with white reload. On inspection, staple line looked fine. No oozing or any issues. Significantly after surgery, patient started showing symptoms of internal bleeding. Pt was re-operated in the early hours of (B)(6) 2013. Blood was found to be flowing from staple line. Staple line was ligated quickly and bleeding stopped. Device and reload have been discarded. In the second op there were no issues noted with staple formation. Just bleeding. The site of bleeding was at the at imv. The patient is okay.

Manufacturer narrative:
(B)(4). Information unavailable.